Manufacturer narrative:
Additional info: h6. The complaint is confirmed. One unpackaged ar-12990n serial/batch number 12982536 was received for investigation. Functional testing was not performed due to the broken device. Visual evaluation found that the scorpion needle tip was broken off. The cause remains undetermined. However, this event is most likely caused by prying/levering the device against hard bone or other instrumentation during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-12990n scorpion needle tip broke off in the meniscal tissue. The broken tip was retrieved, and it confirmed nothing else was left in the joint. This was discovered during a root repair procedure on (B)(6) 2023.